Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found error codes in the ventilator memory. The fse replaced the gui (graphic user interface) pcb (printed circuit board). The ventilator has passed all testing per manufacturer specifications and was returned to the customer for clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator stopped working and started alarming. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator without harm or injury as a result of the reported event.